Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: there were no power reset events observed in the black box to support a power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. A crack along the battery compartment threads was observed. The battery cap threads were observed to be stripped. Product analysis was able to duplicate a power loss. A test cap was used for a 24 hour test without any reboots. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack near the battery compartment and that there was intermittent power one time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.